Manufacturer narrative:
Complete entry for section a1 - patient identifier:(B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for one patient. The following results were provided (reference range 1.0-5.0 mg/dl): sid (B)(6), initial result= 0.93 mg/dl; repeat on same analyzer= 2.06 mg/dl; initial result on alternate analyzer= 1.0 mg/dl; repeat result on alternate analyzer =0.96 mg/dl and 0.97 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, and replaced the tubing, peristaltic head (rohs). The replacement of the tubing, peristaltic head (rohs) resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the tubing, peristaltic head (rohs) was identified.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for one patient. The following results were provided (reference range 1.0-5.0 mg/dl): sid (B)(6), initial result= 0.93 mg/dl; repeat on same analyzer= 2.06 mg/dl; initial result on alternate analyzer= 1.0 mg/dl; repeat result on alternate analyzer =0.96 mg/dl and 0.97 mg/dl. There was no impact to patient management reported.